Event description:
It was reported that the patient reported migration of the implantable pulse generator (ipg). The physician was not concerned about the device migration and expressed that this was normal after implant. The patient additionally reported symptoms of palpitations. It was recommended that the patient have a device check performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).